Event description:
Clinical study: same case as 6000089-2006-00619. It was reported that 387 days after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 4.0mm, 16mm long, 100 % stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of two taxus express2 8.8% (3.50x20mm and 3.00x28mm) drug eluting stents with a 4mm overlap. The lesion was post dilated. The patient was discharged 3 days later on plavix and aspirin. 387 days after the initial procedure the patient expired. There was not autopsy. In the opinion of the physician the cause of death was multiorgan failure due to tissue hypoperfusion, reduced cardiac output and myocardial dysfunction due to coronary artery disease and it is unknown if the patient's death is related to the target vessel.